Event description:
It was reported that a cadd extension line has been replaced by home care. Shortly thereafter, a leak occurred at the filter on the line, while in use with the patient. It is not clear from which batch the line with the complaint comes. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: additional information added to h3, h6 and h10. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. A sample was received without original packaging. The sample was visually inspected at a distance of 12" to 24" and normal conditions of illumination. During the visual inspection, damage of the filter was observed. The sample was analyzed using a syringe with colored water to detect any leaks. During testing, a leak escaping from the filter air outlet was found in the sample. The complaint was confirmed. The root cause could not be determined through analysis of the returned set. A corrective and preventative action has been opened to address the reported issue.